Event description:
During the implantation surgery it was difficult was to insert the array. After several attempts a test-electrode with stiletto was used to reduce the resistance of the insertion. Afterwards a complete insertion was possible. However, in situ measurements then showed affected channels. Fitting attempt with close observation will be attempted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: device investigation revealed damages to the wires and contacts of the active electrode array probably caused during implantation surgery, since insertion was reportedly difficult and several insertion attempts were made before achieving proper positioning. Other damages found during device investigation are most likely related to the explantation surgery. In addition, the recipient reported pressure pain whilst using the device likely related to medical reasons, namely acoustic neuroma tumour surgery. Furthermore, at explantation surgery one channel was found extra-cochlear despite full insertion at implantation, thus partial migration of the active electrode out of cochlea occurred. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
During the implantation surgery it was difficult to insert the array. After several attempts a test-electrode with stiletto was used to reduce the resistance of the insertion. Afterwards a complete insertion was possible. Intra-op measurements showed five affected channels, which persisted and were seen again at activation. The user was attending hearing rehabilitation and had speech perception. However, information was then received that the user was re-implanted. The reason for the revision surgery was to move the implant away from the scare tissue to reduce the pain, and because of the affected channels the concerned device was removed and a new one got implanted.

Manufacturer narrative:
Additional information: according to the information received from the field damage to the active electrode caused during implantation surgery seems likely. In addition the recipient reports pressure pain whilst using the device likely due to unrelated medical reasons namely acoustic neuroma tumour surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently the recipient has benefit with the device and will be monitored by the clinic. The device stays implanted and in use.

Event description:
During the implantation surgery it was difficult was to insert the array. After several attempts a test-electrode with stiletto was used to reduce the resistance of the insertion. Afterwards a complete insertion was possible. Intra-op measurements showed five affected channels, which persisted and were seen again at activation. The user is attending hearing rehabilitation and has speech perception.